Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found supporting the device met material, assembly and performance specifications.

Event description:
Trapliner broke at transition point while it was being advanced into the guide catheter, physician removed the trapliner. Completed with a different device. No patient injury or impact reported. The device was reported as discarded at the facility.